Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. The data review indicated a flow issue may have occurred which is consistent with insufficient sample volume at the time of the test. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false negative sars result for one patient. It is unknown if the patients were symptomatic and tested shortly after symptom onset or asymptomatic. The customer communicated the result was confirmed positive by molecular testing.